Event description:
A report was received that the electrode's metal sheath became detached from the device.

Manufacturer narrative:
Additional information was received that the electrode was discarded. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the electrode's metal sheath became detached from the device.